Manufacturer narrative:
Initial reporter phone number: (B)(6). Results: bd received 1 photo and 8 samples from the customer facility for investigation. Based on the evaluation of the photo, bd pas observed a rubber sleeve that had become detached from the product. The customer samples were evaluated and the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Draw testing was performed on the customer returned samples and sleeve fall off was not observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set had the rubber sleeve come off in the bactec bottle during use. No serious injury or medical intervention reported.